Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA feb 1, 2007. Evaluation summary: the device evaluation was completed and failure code 810:04 was found in event history and confirmed due to a defective pump head module (phm). Service installed a new phm and the tested the device.

Event description:
The device was received for service. During service testing, failure code 810:11 was found. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.